Event description:
Healthcare professional reported right side adenopathy and capsular contracture, baker grade iii, "breast is hard and deformed but no pain". The device has been explanted.

Manufacturer narrative:
Cont e1 phone number (B)(6). The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic shell stage 3 the breast is hard and deformed, adenopathy.